Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing, which led to pacing inhibition. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.